Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call and stated that customer have experienced display anomaly. Customer's father reported that there is a blank white screen flashing. Customer's blood glucose was unknown. After troubleshooting, customer's father was advised to have the customer discontinue use of pump and revert to back-up plan per healthcare professional instructions.. Insulin pump would need to be replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to flashing white light display. No cosmetic damage noted.